Event description:
The customer reported that both of the monitors would not turn on at start up and the system was rendered unusable. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connector on the monitor power supply was cleaned the system was then found to be as intended.